Manufacturer narrative:
On october 6, 2021 mentor became aware that mistakenly reported in the initial report that the device to be returned. Manufacturer¿s reference number: (B)(4) the complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed.

Manufacturer narrative:
Device video evaluation completed on october 8, 2021: upon visual evaluation of the images and video provided in the complaint, the tissue expander appears deflated. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, shell irregularities. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unspecified breast reconstruction surgery with mentor cpx 4 breast 650 cc tissue expander experienced unknown sided deflated post procedure. As a result, the expander was explanted on an unknown date, and explanted expander found to have a tear in the back pad.